Manufacturer narrative:
(B)(4). Batch # p5551e. The analysis results showed that one ecr60b cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, after fired, found one side with malformed staples with irregular shape, and part of tissue was without staples. Another like product was used to complete the procedure. There were no adverse consequences for the patient.